Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the atrial lead exhibited noise. The noise could not be reproduced. The doctor decided to revise the atrial lead and program the device into vvi mode. The lead was left implanted and will be monitored.